Manufacturer narrative:
(B)(4). Date of follow-up report : 02/09/2016. New information was provided by the customer and has been added.

Event description:
Bleeding occurred during a laparoscopic gastrectomy even though end tones, indicating completed seal cycles, were heard. Amount of bleeding was described as "not much." No transfusion was necessary. The patient was in fine condition and discharged after several days. A forcetriad was in use at 2 bars. The patient did not have any co-morbidities and they were not on any medications.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing was weak and that bleeding was observed. The customer also noted that an injury to the patient occurred. Additional questions have been asked but no further details have been made available at this time.